Event description:
It was reported that following vns replacement surgery, which took place due to a lead discontinuity (reported in manufacturer report 1644487-2010-00932), the patient had an additional two night hospital stay due to nausea and vomiting which resulted as a side effect of the anesthesia administered for the replacement surgery. The patient was released after the third day, and has not had any side effects or other complications. The patient returned to the AED doses prior to the surgery and is back to normal, according to her relatives.